Manufacturer narrative:
The reported issue was confirmed. Serviced circulation pump. The device was evaluated upon receipt. Initial test observed low / marginal flow. Audible noise emitting from circulation pump. Serviced circulation pump. Performed pm procedure. Serviced mixing pump. Replaced heater, manifold o-rings, tank tubing. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was making noise, and they were having low flow issues.

Event description:
It was reported that the arctic sun device was making noise, and they were having low flow issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.